Event description:
It was reported during an intrinsic hepatic artery aneurysm case, resistance was encountered while advancing subject coil in the shaft of microcatheter. The subject coil encountered difficulty in engaging with the stent and vessel wall during repositioning, leading to the premature detachment from the coil junction within the vessel. A gooseneck snare was used to retrieve the fractured coil, but retrieval was unsuccessful, so the fractured coil was left in the patient. Surgical delay of 300 minutes was observed, and patient is under observation. Additional embolization of the aneurysm is expected to be performed.

Manufacturer narrative:
F10 / h6 device code grid - corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use. Continuous flush was not maintained which may have contributed to the reported friction. The anatomy was also noted to be severely tortuous. An assignable cause of undeterminable will be assigned to this complaint as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported during an intrinsic hepatic artery aneurysm case, resistance was encountered while advancing subject coil in the shaft of microcatheter. The subject coil encountered difficulty in engaging with the stent and vessel wall during repositioning, leading to the premature detachment from the coil junction within the vessel. A gooseneck snare was used to retrieve the fractured coil, but retrieval was unsuccessful, so the fractured coil was left in the patient. Surgical delay of 300 minutes was observed, and patient is under observation. Additional embolization of the aneurysm is expected to be performed.